Manufacturer narrative:
(B)(4). Batch # l90v6k. Investigation summary: the handpiece was received with the 4-40 stud missing. No functional testing could be performed due to the device receiving condition. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. Possible causes that may have contributed to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Repair request of blind unit. No more information available.